Event description:
"Masimo neonatal and adult oxygen saturation probes have been observed coming apart at the sensor and cable connection. The sensor is peeling up from the cable and exposing wires and threads. In this reported instance, the wiring was observed to have been exposed immediately after removing the device from the packaging. The wiring exposure is occurring at the junction between the adhesive probe (pink tape) and the white wire casing. The device has been sent to the manufacturer for evaluation purposes. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)."

Manufacturer narrative:
The evaluation associated with this report was provided to the u.s. FDA in a letter dated (B)(4) 2011 in response to an additional information request. See a copy of the original correspondence attached. This is a follow up to the user facility report submitted and received by masimo. (B)(4).